Event description:
It was reported that during dissection of the seminal vesicles, the surgeon noticed arcing marks on the tissue. Upon inspection of the monopolar curved scissors instrument, it appeared as though a hole had been burnt into instrument tip cover accessory. The instrument tip cover accessory was removed and replaced and the same issue occurred. The instrument tip cover accessory was again removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned without the affected tip cover accessories. Functional testing was conducted on the instrument with a new tip cover accessory, and the instrument performed as designed and no arcing was observed. The new tip cover accessory used for testing did not have any holes or burn marks after removal from the instrument. Based on the testing results, engineering concluded that the arcing experienced by the customer was most likely due to defective instrument tip cover accessories. The cause of the damages to the tip cover accessories is inconclusive.